Event description:
A consumer reports seeing a white cloud in front of her vision following intraocular lens (iol) implants surgery. The surgeon reports that the pt had postoperative corneal edema which is "now 98% resolved". Posterior capsule opacification (pco) was noted by the surgeon in 2008. In a f/u, the surgeon reports the outcome of the event as "excellent".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/22/2008, by fax and mail. A completed questionaire was received on 10/30/2008.